Manufacturer narrative:
(B)(4). One package, previously opened, was received with no instrument and no sales unit carton. The tyvek tore and stuck to the blister when package was opened due to tyvek delamination, separation of tyvek layers. Tyvek delamination causes the package to be difficult to open and difficult to remove the device from the package. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Package sterile integrity was not affected. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique batch history records were reviewed with no protocols, defects, non-conformances or quarantine related to complaint issue. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that prior to use on a patient, during opening of the blister, it was noted that the tyvek was delaminated. No further information is available.